Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately calcified and moderately tortuous right superficial femoral artery. An unk 0.035 guidewire crossed the lesion. The wanda 3.0-40, 80 balloon was used for predilation. On the first inflation of the balloon, the balloon eventually inflated to seven atmospheres, however, it then ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for eval as it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).